Manufacturer narrative:
Other, other text: additional information provided in d4 (serial number (B)(6)) and h4.

Event description:
It was reported that the patient went to the hospital last night (2022). Patient stated that not getting meds then checked the new site then the meds started infusing-patient experienced headache and body aches.